Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during testing, the forcefx8c unit was keying without rem being grounded. The moment the patient pad was plugged into the port of the generator, the light turned green. This occurred without the pad being affixed to anything.

Manufacturer narrative:
(B)(4). Date of follow-up report : 05/23/2016. One used forcefxcs generator was received for evaluation. The returned sample did not meet specification as received by covidien. The investigation found the rem voltage to be low, but the root cause could not be determined. Potentiometer r96 was adjusted to bring the voltage within specification. R96 was then replaced as a preventative measure. The unit was calibrated and testing found the unit to function normally. A review of the device history records for this unit was conducted and no entries potentially pertinent to the customer's report were noted.